Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitant medical products: 02-010-01-0320 - sn (B)(4), logic femoral ps cem right sz 2; 02-012-42-2008 - sn (B)(4), logic pts, size 2, 8mm; 02-012-45-2020 - sn (B)(4), lgc tibial fit tray cem sz 2f / 2t; 200-02-32 - sn - (B)(4), three peg patella 32mm. Recall: z-2112 thru 2133-2021.

Event description:
It was reported via a legal filing, that a female patient who had an initial right knee implant procedure on (B)(6) 2014 with a recalled device, underwent a revision due to tibial component complication approximately 2 years 4 months post the initial implant procedure. No further details provided. No devices are available for return as it is a legal case. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision for cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
H7: z-0021-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d4, h6. MDR section codes updated/corrected: a, e, f. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, subsidence and/or tibial loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.